Manufacturer narrative:
The lead was returned due to patient death. A connector portion of a partial lead was returned for analysis in one piece. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient had expired. There is no known allegation from a health professional that suggests the death was related to the device. The primary cause of death was due to atherosclerosis cardiovascular disease. No further information is available at this time.